Event description:
Infusion pump with a failure code 807:00. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no add'l info was available.